Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the patellar component and the bone, which led to aseptic (non-infected) patella loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and patella loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had primary right knee replacement on (B)(6) 2016. They subsequently underwent right knee revision surgery on (B)(6) 2023, approximately 7 years after their initial implantation. (B)(6) 2023 op report postoperative diagnosis: mechanical loosening of internal right knee prosthetic joint. Surgeon noted that there was some burnishing but no significant gross wear of the polyethylene insert and no significant post damage. The femoral and tibial components were found to be well fixed. There was no cement that remained on the femoral implant. The patellar button was noted to be somewhat loose, and there was significant osteolysis beneath it. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.